Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer contacted philips healthcare to report that the device displayed an error message. There was no reported patient involvement.